Manufacturer narrative:
This product is not approved in the united stated; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) number and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to high out of range pacing impedance measurements. No adverse patient effects were reported. At this time this rv lead has not been returned to boston scientific.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. This product is not approved in the united stated; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) number and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. E1: initial reporter phone number is (B)(6) ; reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to high out of range pacing impedance measurements. No adverse patient effects were reported. At this time this rv lead was already returned to boston scientific.